Manufacturer narrative:
Conclusion: device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
A physician's office reported that the patient has had increased seizures since (B)(6) 2011, and it was unknown if the seizure rate was above or below pre-vns values. A diagnostic test was performed, which showed the device to have high impedance. The patient's current settings were 0.5 ma/20 hz/250 microsec/7 sec/0.3 min. There was no report of trauma or manipulation. The device was disabled and the patient was referred for a possible revision. A summary of x-rays taken by the site stated there was no lead fracture in the visible lead portions. Attempts for further information have been unsuccessful to date.